Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with post-sensed t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Device remains implanted.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.

Event description:
New information received notes that the device was explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.